Event description:
Medtronic received a report the tracheostomy tube broke and could have dislodged from the patient. Medtronic has requested additional information regarding the circumstances of the reported event.